Event description:
It was reported that at a follow-up appointment, this subcutaneous implantable defibrillator (s-ICD) system displayed episodes of over-sensed non-physiological noisy signals. This was reproducible with provocative maneuvers. Diagnostic imaging was performed which showed an apparent bend in the electrode near the device header. It was suspected that the electrode conductor had fractured. The device data was forwarded to technical services and it was confirmed that the electrode was likely fractured. Electrode replacement was recommended to resolve the event. At this time, the s-ICD electrode remains implanted and in-service. No adverse patient effects were reported.